Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the past during placement the health care provider was unable to aspirate but then the pump worked well. The health care provider had used a blunt tip needle successfully in the past but had not used the IV catheter before. No further information was provided. It was not known what medication the device system delivered. Additional information has been requested but none was available the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).